Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the event (no image) was due to a failure caused by the immersion of the scope jacket. However, the root cause could not be identified. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address- full name of the facility's establishment is (B)(6). The subject device was received and evaluated . Device evaluation found pinhole on the channel tube (ch-tube) (insertion section ), due to pinhole, watertightness is lost. In addition, control unit has corrosion due to water leakage. Universal cord has corrosion due to water leakage. The reported issue of "leak" was confirmed. Furthermore, corrosion on scope connector (s-connector) was observed. Fluid invasion from the connector was observed, scope error b30 was observed causing no image ( image is not displayed). Additionally, the following defects were identified during device inspection: distal end is shaved due to impact such as a drops / chemical stress (handling problem) . Angulation check failed . Due to wear of angle wire, bending angle in up direction does not meet the standard value. Angle wire noted stretched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "leak". No harm was reported. No patient harm, no user injury reported . Device evaluation found an error b30 scope error occurred on the device, no image displayed was observed. This report is being submitted due to the finding of error b30 scope communication error , no image displayed (electrical continuity error due to water invasion) identified during device return evaluation .